Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that during lifting the patient on minstrel device, the device motion stopped suddenly. It was described that the emergency lowering was found to be inoperative and two caregivers had to lowered the patient manually. At the time of positioning the patient, it was reported that the spreader bar fell down upon the head of one of two employees. No injuries were stated. After the incident, the device was put through an inspection by the arjohuntleigh representative (arjohuntleigh account manager and field service technician) and no malfunction was found. The reported sequence of event could not be replicated. This complaint decided to be reportable in abundance of caution as there is a potential that similar sequence of actions taken by the caregiver can present a risk for harm.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. When reviewing similar reportable events registered since 2010 for minerva and similar devices, we have found three cases that may relate to the issue investigated here: malfunction of the mast actuator during use. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate observed for reportable complaints with this failure is very low. The device investigated here has reached its intended and labeled lifetime of ten years in (B)(6) 2012. This means the device was used over 3 years beyond its intended lifetime. There appear to have been no complaints on this device since the device was delivered to the customer, up until the event took place. The involved hoist was put through a function test by the arjohuntleigh representative who visited the customer site. The device was in full working order and the reported event could not be replicated. No information was found that would technically explain an uncommanded down motion of the device lifting arm and actuator. From that perspective, it appears the device was up to specification at the time of the incident. Based on the collected information and findings made during the inspection of the involved device, it appears most likely that at the time of incident, the lifting arm was blocked by the obstruction. When the hanger bar and/ or the lifting arm is blocked, the actuator despite being set in motion, keeps its position. Then, while the device is moved away from the obstruction or the obstruction is taken away from the lift, the lifting arm and hanger bar might drop to the position the actuator has internally been lowered. However, due to lack of information, this factor cannot be concluded on. Based on the absence of factual findings in relation to the event, despite our best efforts, the exact root cause could not be established. To sum up, the device was being used at the time of the event and played a role in the reportable incident. We find this complaint to be reportable in abundance of caution as there is a potential that similar sequence of actions taken by the caregiver can present a risk for harm. Following the investigation findings, it appears the device was up to specification at the time of the incident.

Event description:
Arjohuntleigh has become aware of the customer complaint where it was indicated that at the time of transferring the patient from wheelchair to bed, using a minerva passive floor lift, the device motion stopped suddenly. It was reported that the emergency lowering system was found to be inoperative and as a consequence of that, the caregivers had to lowered the patient manually. According to the information that has been reported by the customer, after the patient was positioned onto a bed, the device spreader bar fell down upon the head of one of two employees. No injuries were stated.